Event description:
Baxter affiliate reports one incident of a pt death during dialysis treatment. Pt was acutely dyspneic and suffered asystolic arrest. Pt required external cardiac pacing. Pt was seen urgently by a cardiologist who felt that the pt probably had an acute inferior wall myocardial infarction. Pt died of cardiogenic shock a few hours later. No further info available.